Manufacturer narrative:
(B)(4) - results & conclusion: (narrow aortic bifurcation and severely calcified iliac arteries).

Event description:
A talent stent graft sys was inserted into a pt for the endovascular treatment of a 6 cm abdominal aortic aneurysm. The aortic bifurcation was 13 mm in diameter and the iliac arteries were severely calcified. It was reported that talent device could not be advanced to the aneurysm due to the vessel calcification and small aortic bifurcation. The physician pushed the device in order to insert it and the delivery sys kinked. The device was removed, and another talent device was attempted to be delivered; however, it could not advanced and kinked. The decision was made to abort the case, and no further treatment is planned at this time. The device was discarded by the user facility. No clinical sequelae were reported, and the pt is fine.